Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing complete information for performing a pump reset. After completing the reset, the error did not reappear, and the customer successfully began a new sensor session.